Manufacturer narrative:
The product was first sent in for repair on january 30, 2025 . This information is reflected in section d9. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the antrum punch has a broken linkage and the distal tip is separated. No negative impact in state of health reported. There is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
Device evaluation: the movable branch has broken off at the antrum punch. This may have been caused by mechanical overload, which caused the rivet to shear off. Corrosion is visible on the remaining rivet, which can also have a negative effect on the material properties. According to the IFU, the device must be checked for visible soiling, damage, corrosion and completeness, among other things. Then functional limitations could be identified. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).